Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device locked down on the tissue and it fired halfway, stopped, wouldn't open and had to be opened manually.